Manufacturer narrative:
The customer is still using the system. Complaint was not confirmed. No product was returned therefore no root cause could be determined. A review of the appropriate device history records indicates this device serial/lot number was released meeting all quality specifications if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced pneumothorax during enb and ebus procedure. Pigtail was inserted into the patients lung to re inflate post pneumothorax. There was no system malfunction and the superd portion of the case was completed.